Manufacturer narrative:
The records indicate this manifold was purchased over a year ago. They said the manifold was leaking. We sent a service tech to the facility. He found no leaks. They said the printed circuit board went bad. We sent them a replacement free of charge even though the manifold was out of warranty. The manifold switches from one bank of cylinders to the other depending on the gas pressure. This is considered normal operation. We have requested further info from the facility, however, they have not responded.

Event description:
It was reported a nitrogen manifold was not working properly. Manifold delivers gas via reserve side, not primary side. Mainly seen on left bank side of manifold. This manifold also displays a visual and audible indicator that gas tanks are empty, however, the manifold has not pneumatically switched over yet. False indication to user who identifies empty cylinders by visual and audible indicator, and external gauges, which appear to be at 0.